Event description:
The patient was converted from a bipolar left hip due to chronic dislocation. The stem (B)(4) was not revised.

Manufacturer narrative:
The event was not confirmed. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
The patient was converted from a bipolar left hip due to chronic dislocation. The stem (B)(4)was not revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.